Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results and experienced symptoms described as ¿was not able to take care of himself.¿ paramedics were called and customer was transported to a hospital where a laboratory blood glucose result of 660 mg/dl was obtained compared to a sensor scan result of 84 mg/dl. The results, when plotted on a parkes error grid, fell "out of range" showing the difference in values to be clinically significant. Customer was administered insulin via intravenous infusion as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.section d4 - expiration date: populated accordingly section d9 - device available for evaluation: modified to 'yes' to account for returned product section h2 - follow up type: selected correction, device evaluation, and additional information section h3 - device evaluated by manufacturer?: modified to yes section h3 - device returned to manufacturer?: modified to 'yes' section h4 - device mfg date: populated accordingly section h6 - adverse event problem: added codes for type of investigation, investigation findings, and investigation conclusions section h10 - addtl mfg narrative: updated accordingly to reflect investigation activities

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results and experienced symptoms described as ¿was not able to take care of himself.¿ paramedics were called and customer was transported to a hospital where a laboratory blood glucose result of 660 mg/dl was obtained compared to a sensor scan result of 84 mg/dl. The results, when plotted on a parkes error grid, fell "out of range" showing the difference in values to be clinically significant. Customer was administered insulin via intravenous infusion as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.